Event description:
(B)(6) male patient called zoll customer support to report that he was receiving check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation, the black pulse wire inside of the trunk cable was intermittently open, which caused the reported check therapy electrode alarms. The root cause for the intermittent pulse wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the intermittent pulse wire. The patient received a replacement electrode belt.